Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The hp stated they had a white line in patient line. The hp stated, it had happened before with the registered nurse (rn) present and they said to continue with therapy and it was not a problem. After troubleshooting the hc proceeded to fill 1 of 5. The tsr advised the hp to let the rn know about white line in patient line. The tsr advised the hp to continue with therapy. The tsr advised the hp to continue with therapy. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) and the rn stated that they were unaware of the "white line in the patient line", they had no history of fibrin and they did not believe it was fibrin. The rn stated that they did not know what the patient was referring to. The rn stated that as far as they know the hp is completing therapy on the hc successfully. There was no patient injury or medical intervention reported. No further information available at this time.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as no sample was returned for evaluation. Therefore the root cause could not be determined. Per the customer the sample was discarded and the lot number was unknown, therefore no batch review could be performed. A follow-up report will be filed if any additional information becomes available.